Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture unknown grade is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade.

Event description:
Patient reported "left side capsular contracture, baker grade unknown." "Patient reported the left side is hard and climbing up, and aches sometimes." Device remains implanted.